Event description:
It was reported that the mode switch information, as well as the patient's current atrial fibrillation and other arrhythmias, are not listed in the cardiac compass report. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data and a diagnostics problem was observed. Mode switch diagnostic failed to log an episode. Ahr episode log shows high rate during most of the collection period.